Event description:
Patient has surgery (B) (6) 2006; acl reconstruction using patellar tendon allograft left knee. Patient had MRI (B) (6) 2007 which showed lobular type abnormality present in distal femoral as well as proximal tibial tunnels. A small knee joint effusion as well as mild synovitis is noted in the femoral joint. Patient had revision surgery (B) (6) 2007.

Manufacturer narrative:
Product recall initiated august 21, 2007. (B) (4).